Manufacturer narrative:
Pump passed the displacement, self test and no unexpected restart error alarm was noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose was unknown. Customer had experienced unexpected restart after battery change. Advised that the pump will need to be replaced. The insulin pump will be returned for analysis.